Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report #:1627487-2020-32080. It was reported the patient had been receiving ineffective stimulation. As a result, the patient's ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR. Report#:1627487-2020-32080.